Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
It was reported that on unknown date patient was implanted excetor by tha treatment. On a unknown date, patient was implanted with scorpio by tka treatment. On unknown date, the patient fell down and occurred femoral condyle fracture. On (B)(6) 2016, it was treated for fracture by t2scn. On (B)(6) 2017, the patient complained pain. It was confirmed a osseous fracture. On (B)(6) 2017, it was treated for a osseous fracture. Removed all of screw in t2scn. Inserted the nail deeply into the fracture site and fixed a screw, complete the procedure.

Manufacturer narrative:
Product inquiry stated the sc-nail as subject product. The reported event was not confirmed by x-ray. An investigation of the product itself was not possible because it was still implanted. As no item was returned actual dimension could not be checked. No deviations were found during review of the manufacturing documents (DHR). The nail was documented as faultless prior to distribution. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There were no open actions in place related to the reported event for the subject product. No non-conformity was identified. General aspects: the t2 supra condylar nail is a temporary implant which is intended to stabilize a bone fracture in the condyle area. The nail is inserted in retrograde manner. In this case no implant deficiency had been reported. It was rather reported that the patient had experienced another bone breakage after an implantation period of 2 ¿ 4 months. According to the surgeon¿s solution ¿ inserting the present nail deeper into the bone it was assumed this breakage had occurred proximally to the nail. Most likely this insertion covered the new bone breakage, also. As the nail is still implanted and as no product deficiency was reported and as no deviation was found in the manufacturing documents it was concluded that function and dimension of the nail was not at fault. The removed screws, which had been discarded, were not reported being faulty. As only the event description was available - no medical records provided ¿ a medical review was not possible. It could not be determined if the patient had been compliant to the surgeon¿s instruction regarding post-operative load bearing. Additional bone breakage during the implantation period is considered being patient related. With available information it is very likely that the bone broke due to patient conditions. Based on the given information a deficiency of the nail could not be verified

Event description:
It was reported that on unknown date patient was implanted excetor by tha treatment. On a unknown date, patient was implanted with scorpio by tka treatment. On unknown date, the patient fell down and occurred femoral condyle fracture. On (B)(6) 2016, it was treated for fracture by t2scn. On (B)(6) 2017, the patient complained pain. It was confirmed a osseous fracture. On (B)(6) 2017, it was treated for a osseous fracture. Removed all of screw in t2scn. Inserted the nail deeply into the fracture site and fixed a screw, complete the procedure.